Event description:
It was reported that pump displayed continuous glucose monitor error during use. There was no reported impact to the customer¿s blood glucose level. Customer was provided with complete pump reset instructions, planned to reset pump when ready, and would contact technical support again if problem persisted.